Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a physician from (B)(6) of large intestine carcinoma and peritonitis in a patient coincident with dianeal-n pd2 1.5 therapy for renal failure chronic. The nurse contacted baxter (B)(4) technical service center to report that the patient experienced peritoneal cloudy effluent with ""something fluffy." Upon follow-up, the physician reported on (B)(6) 2011, the patient was hospitalized for a large intestine carcinoma. On (B)(6) 2011, during hospitalization, the patient developed peritonitis, manifested by peritoneal cloudy effluent. Remedial therapy consisted of unspecified antibiotics. The outcomes of the events were not reported. Dianeal-n pd2 1.5 was ongoing, dose unchanged. The physician believed the peritonitis was unrelated to dianeal-n pd2 1.5 therapy and guessed the peritonitis might be endogenous due to immunosuppression from and progression of large intestine carcinoma.